Event description:
Patient reported a right side "rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b6, d4, d6a, h4, h6.

Event description:
Patient reported "rupture" confirmed via mamma-sonography and ultrasound. This record is for the right side. The device was explanted and replaced with non-abbvie device. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; a4; b3; b5; d6b; g2; h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6a implant date:(B)(6) 2016 (year only received.).

Event description:
Patient reported "a rupture right side." The device remains implanted.

Event description:
Patient reported "a rupture right side." The device remains implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.